Event description:
The patient was enrolled in the (B)(4) study on (B)(6) 2024 with patient identifier (B)(6). It was reported that thrombosis occurred. The patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 31mm watchman flx pro laac device with complete laa seal and deployed device diameter of 22 mm. The patient was discharged the same day. On (B)(6) 2024, 83 days post index procedure, the patient presented for protocol scheduled 3 month follow up. Transesophageal echocardiography (tee) imaging assessment was performed which revealed a laminar, non-mobile device related thrombus (drt) on the atrial surface of the closure device with maximum area 0.33 cm. The device was positioned at proximal to ostium (less than 1/3 of device length proximal to the desired ostial plane). No peri-device leak was noted. The patient medication regime was changed from dual antiplatelet therapy (dapt) to apixaban.

Event description:
The patient was enrolled in the heal-laa study on (B)(6)2024 with patient identifier (B)(6). It was reported that thrombosis occurred. The patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 31mm watchman flx pro laac device with complete laa seal and deployed device diameter of 22 mm. The patient was discharged the same day. On (B)(6) 2024, 83 days post index procedure, the patient presented for protocol scheduled 3 month follow up. Transesophageal echocardiography (tee) imaging assessment was performed which revealed a laminar, non-mobile device related thrombus (drt) on the atrial surface of the closure device with maximum area 0.33 cm. The device was positioned at proximal to ostium (less than 1/3 of device length proximal to the desired ostial plane). No peri-device leak was noted. The patient medication regime was changed from dual antiplatelet therapy (dapt) to apixaban. It was further clarified from the clinical site that this patient underwent a tee on (B)(6) 2024 and at that time the echocardiologist thought that the patient had a device related thrombosis (drt) and therefore the patient's anticoagulant/antiplatelet therapy was changed. The clinical staff ordered a follow-up computed tomography (CT) scan to get better imaging which was completed on (B)(6)2024. The imaging on the CT showed that the patient did not have a device related thrombosis but was device associated hypoattenuated tissue/thickening on atrial surface, therefore the complaint was withdrawn. Once follow up imaging confirmed no drt, on (B)(6)2024, apixaban was discontinued and on (B)(6) 2024, clopidogrel was restarted.

Manufacturer narrative:
B5: correction added. H6: patient codes corrected from thrombosis/thrombus to no clinical signs symptoms or conditions. H6: impact code corrected from medication required to no health consequence or impact.